Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments or partial display and unable to perform any tests due to device flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had a blank display after battery change. Customer reported that the insulin pump¿s display was currently blank and did not working. The insulin pump will be returned for analysis.